Event description:
Venous vortex chamber was missing the filter. This has potential for a blood clot to be pumped back into the patient¿s blood stream. B. Braun has requested address of facility so that shipping label can be sent. Device will be returned for investigation.